Manufacturer narrative:
Based on the information gathered, there is no indication or report that a davinci product caused or contributed to the incident. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
A patient who was enrolled in a clinical study underwent a da vinci-assisted nipple sparing mastectomy. A 6mm skin burn was found on the right breast with a small blister, during internal dissection. The burn was treated with topical (bacitracin) twice daily. There was no device malfunction occurred that could have contributed to the burn and the surgeon thought the burn was caused by dissection too close to the dermis during internal dissection.